Event description:
Intravenous chemotherapy being administered. Phaseal female portion leaking chemotherapy. Has happened with multiple patients from this lot number. The lot was pulled. Diagnosis or reason for use: adminstration of chemotherapy. Event abated after use stopped or dose reduced? Yes.